Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high pacing impedance measurements. The lead was capped and replaced on (B)(6) 2026. The patient was stable throughout.